Event description:
According to the information provided the patient fell from the atmosair 9000a mattress. The evening shift staff found the patient next to the patient's bed. The patient did not sustain any injury. The resident reported that they felt the mattress was thicker in the middle and sloped down at the sides. The healthcare, clinical specialist, and account manager stated that no abnormalities were seen with the mattress. The customer's staff believed that the patient slipped off the mattress while sitting on it. It was confirmed that the mattress was used without the pump at the moment of the incident, and the side rails of the bed were lowered. The bed involved in the incident was a non-arjo device, specifically a wibo bed, type estetica. The arjo technician conducted the mattress evaluation and found no malfunction.

Manufacturer narrative:
The product instructions for use (IFU - 416412 rev. 2) include warnings and precautions regarding patient positioning, exiting the mattress, and specialty surfaces. The document indicates that several factors should be considered when using the product. The IFU highlights that specialty surfaces may have different shear characteristics, potentially causing patient migration. It also advises that patients should be supported when exiting the bed, that the bed should be in its lowest position to minimize fall risk, and that patients should be positioned centrally on the mattress. Additionally, caregivers should ensure that capable patients are instructed on how to exit the bed safely. The IFU also warns that the use or non-use of side rails may be critical to patient safety. Based on the information gathered, the patient was sitting on the edge of the bed and was of small stature, unable to reach the floor with their feet. It is unknown if the patient's medical condition required additional precautions, such as adjusting the bed height to minimize the risk of falls. Although the side rails were not in use at the time of the incident, the fall appears to have resulted from the patient unintentionally sliding off the mattress while trying to get out from the bed without assistance. In summary, the arjo mattress was used during the reported fall and thus played a role in the event, however, the allegation about the mattress malfunction was not confirmed. The most likely contributing factor is that the patient, due to their size and the bed height, may have lost balance or slid off the edge while trying to get out from the bed. The patient did not sustain any injuries as a result of the fall.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Event description:
According to the information provided the patient fell from the atmosair 9000a mattress. The evening shift staff found the patient next to the patient's bed. The patient did not sustain any injury. The customer's staff believed that the patient slipped off the mattress while sitting on it. The resident reported that they felt the mattress was thicker in the middle and sloped down at the sides. It was confirmed that the mattress was used without the pump at the moment of the incident, and the side rails of the bed were lowered. The arjo technician conducted the device evaluation and found no malfunction.

Manufacturer narrative:
The gathered data analysis process is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.